Event description:
(B)(6) / the first sign they something was amiss was the acrid, bitter chemical smell and taste. I have used arm and hammer simply saline for years but wanted to try the version with aloe, this being the first time using it, so I am very familiar with the standard spray which has a neutral scent and taste (it's saline...). This aloe version, or at least this can, burned when I used it, left an acrid, burnt, bitter chemical aftertaste which I can still smell and taste 3 days after stopping using it. My sense of smell has been diminished as has my sense of taste to a lesser degree. The day after I used this aloe version I felt weak and had two episodes of passing out, once almost fainting before sitting and regaining full consciousness and a second one shortly after that where I went completely unconscious for several seconds (my husband, who was sitting a couple feet away from me estimates about 5 seconds). I haven't experienced any further weakness or unconsciousness but the smell and taste linger. / upc: 00022600000754 (church & dwight co., inc.).